Event description:
A malleable device was removed from the pt, reason not indicated. An ipp device was implanted. Co has requested add'l info. Info acquired on 11/4/96 indicates reason as pt discomfort-hurts wife.